Event description:
Device 2 of 2. Reference MFR report#3006705815-2019-01285. It was reported that the scs leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-operatively.